Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback, as directed in the user's guide when an alarm cannot be resolved. There is no evidence of a device malfunction. The exact cause of the alarms cannot be determined. The nxstage system one cycler continues to be used for dialysis treatments without any further problems being reported. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Unspecified alarms occurred during three routine hemodialysis treatments, resulting in a blood loss of 190cc for each treatment, as rinseback was not performed. The operator could not recall the actual specific alarms. No medical intervention was reported.